Event description:
It was reported that during a bipolar case after the rimming process performed with # 13 trial, however the syn por plus ha so stem sz 13 did not fit. Big size variation between trial and implant happened. After attempts of 30mins extraction for the # 13 implant, # 12 stem implant and long offset head were used instead for compensation. The procedure was completed after a significant delay using a s+n back up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H10 internal reference number: case (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual evaluation of the returned device revealed the device is unaltered, slight wear is noted around the threaded interior opening. A review made by the quality engineering team revealed that the part was dimensionally checked on coordinate measuring machine with a very minor failure on straightness of taper but not able to fail the part. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the inspection drawing, final inspection includes the verification of part configuration per print, also the device should be measured with a caliper to ensure the correct size. At this time, we have no evidence to conclude that the product failed to meet specifications at the time of manufacture. No defects were found on the returned device; therefore, no factors that can contribute to the reported event can be delineated. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.